Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis while using a non-tandem infusion set. Reportedly, the cause was a leaking site. The customer declined to provide any additional information including infusion set brand, blood glucose level, and treatment administered.